Event description:
It was observed during device evaluation that there was foreign material on the bending section cover of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in the bending section cover; the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reported no deviation from the IFU in reprocessing steps for the area where foreign material remained, and no physical damage of the device was confirmed at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.